Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episodes of non sustained right ventricular oversensing (nsrvo). This was due to right ventricular lead noise. Programming changes were suggested and a possible lead revision was discussed. The patient would be assessed once they are seen in clinic.

Event description:
New information notes that the noise had reoccurred. Programming changes or revision were considered but would be further discussed in the patient's next in clinic appointment. No therapies delivered and patient was stable.

Event description:
New information notes that no changes were made and that patient would be further monitored.